Event description:
Medwatch stated: "green a.e.m. Cord shorted out (with samll flame) at the base where it plugs into the machine". No patient injury was reported. Hospital did not respond the requests for additional information.